Event description:
It was reported that the dressing does not adhere.

Manufacturer narrative:
We have now concluded our investigation into this complaint. No DHR/batch record review was possible as no product code or lot number has been made available and no complaint sample was provided for assessment. However. The database of change controls was reviewed and it was found that there were no raw material, methods of manufacture or manufacturing equipment that had changed since the original qualification exercises that could have caused or contributed to the issue experienced by the customer. In addition, a review of the test trend data of adhesion to steel for the last 3 years shows all the test data met the finished product specification. Based on the available information, the cause of the complaint is inconclusive so no action can be taken at present. Once a sample is received and we have confirmation of product code and lot, we will assess and make further investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.